Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a review of a subcutaneous electrocardiogram (secg) found this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noisy signals while programmed in alternate which resulted in inappropriate stored ventricular episodes. The patient did not receive any therapy as a result. Isometrics and pocket manipulation was attempted; however, they were unable to produce the noise. Technical services suggested to consider a chest x-ray. Additional information was received that the device was re-programmed to primary and the noise and oversensing was still observed. The plan is to re-evaluate the patient in another week. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1 adverse event/product problem and to b5 adverse event/product problem.

Event description:
It was reported that a review of a subcutaneous electrocardiogram (secg) found this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noisy signals while programmed in alternate which resulted in inappropriate stored ventricular episodes. The patient did not receive any therapy as a result. Isometrics and pocket manipulation was attempted; however, they were unable to produce the noise. Technical services suggested to consider a chest x-ray. Additional information was received that the device was re-programmed to primary and the noise and oversensing was still observed. The plan is to re-evaluate the patient in another week. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported. This device has been returned and is in the process of device analysis.

Event description:
It was reported that a review of a subcutaneous electrocardiogram (secg) found this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noisy signals while programmed in alternate which resulted in inappropriate stored ventricular episodes. The patient did not receive any therapy as a result. Isometrics and pocket manipulation was attempted; however, they were unable to produce the noise. Technical services suggested to consider a chest x-ray. Additional information was received that the device was re-programmed to primary and the noise and oversensing was still observed. The plan is to re-evaluate the patient in another week. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported. This device has been returned and is in the process of device analysis.